Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A review of a provided x-ray image and photograph of the explanted device finds sufficient evidence to confirm the reported problem. It was not possible to determine a root cause using the images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot hp7295. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a bipolar mod endo inserted on (B)(6) 2020. On (B)(6) 2020 an x-ray showed that it had dislocated. So the doctor did a revision hip surgery on (B)(6) 2020. Upon revision surgery it was noted that the mod endo plastic was broken. Doi: (B)(6) 2020, dor: (B)(6) 2020, affected side: right hip.